Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket discomfort and the pocket was revised. The implantable pulse generator (ipg) was also alleged with early battery depletion. The ipg was explanted and replaced. It was additionally reported that the right ventricular (rv) and right atrial (ra) leads dislodged. The rv lead was explanted and replaced. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.